Manufacturer narrative:
Product event summary: the 4fc12 of lot number 0012471595 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft, handle. No anomaly was identified during the external visual inspection. All the handle, shaft and sideport were intact with no apparent issue. Visual inspection of the dilator was performed. The inspection identified a dilator shaft kink/twist at the base of the luer. Functional testing was performed. The insertion of dilator into the sheath was performed. Unable to lock the dilator luer to sheath. Further inspection under microscope identified a dilator luer damage, which may cause dilator to have difficulties locking with sheath. In conclusion, the sheath failed the return product inspection due tp a kink observed in the dilator shaft and dilator luer damage preventing it to lock with the sheath handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, when assembling the sheath, the inner core could not be inserted into the outer sheath, resulting in the inability to complete the sheath replacement operation. After repeated attempts to insert the inner core, the inner core was kinked and twisted and could not be used any more. The sheath was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.